Event description:
It was reported that the patient had an artificial urinary sphincter 4.5cm cuff, pump, and balloon was explanted and replaced due to tissue atrophy resulting in recurring incontinence. A 3.5cm cuff was implanted. No further patient consequences were reported in relation to this event.